Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 scope communication error was a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a scratch on the bending section rubber. The device was returned for evaluation and during it, the following reportable malfunction was found: b30 scope communication error due to damage to the charged coupled device (ccd). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. This device was an olympus asset.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation showed that there was dirt on the electrical contact of the video connector and scratches on the rubber, therefore the b30 error was due to damage to the imaging unit (charged coupled device). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.